Manufacturer narrative:
The handles returned were confirmed to not illuminate. The button cell batteries were oxidized and therefore would not allow the device to illuminate. The handles are from older lots produced with previous version button cell batteries.

Event description:
The customer alleges that "handles will not light." No other details were provided and no patient injury/harm reported.